Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated one of his catheters had something like a piece of material embedded inside of the tubing of catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to " defective components of supplier / with contamination." The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the reported event would not likely be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated one of his catheters had something like a piece of material embedded inside of the tubing of catheter.